Event description:
Country of complaint: (B)(6). Thread/suture broke during knotting.

Manufacturer narrative:
Evaluation: manufacturing review was conducted; no prior complaints of this lot/batch. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. No units in manufacturing site stock. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the (B)(4). The 0,61 kgf in average and 0,59kgf in minimum (ep requirements: 0,30 kgf in average and 0,10 kgf in minimum). Remarks: when working with premilene suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: the complaint is not corresponding (not justified). Actions on product: n/a. Corrective/preventive actions: n/a.